Manufacturer narrative:
A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. Based on the available case information, clinical presentation and pathology findings, a correlation between the symptoms and the orthadapt bioimplant could not be identified. The most likely causes of the reported symptoms were granulomatous reaction to suture like materials and fibrin clot. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc. Is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.

Event description:
Patient experienced pain and swelling (date unk) post anterior tibialis repair with orthadapt augmentation. The graft was explanted approximately 10 months post repair; at the time of explant, several rice bodies were noted around the unwrapped tendon.